Manufacturer narrative:
This product was manufactured prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) could not be interrogated. Technical services (ts) was consulted and upon review it was noted that this device reached elective replacement indicator (eri) a year prior, therefore interrogation was no longer available. Ts also noted alerts for high out of range shock impedance measurements above 150 ohms. The physician opted to explant and replace this device. No additional adverse patient effects were reported. This device has not been returned.